Manufacturer narrative:
Product number updated around 28aug2019 to np455r: information to be confirmed. (Brand name - enduro holder/impactor f/locking nut; 510k - exempt). Associated medwatches: (2 instruments reported separately). Manufacturing site evaluation: unfortunately we did not know the material number; up until now, there is no device available for investigation. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause, and rationale - based on the little information available it is not possible to determine a definitive root cause for the failure. It could be possible that the root cause for the failure is usage related. An hyposthesis can be made that the device was damaged during an application.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 2 of the knee instruments. During a revision total knee arthroplasty, it was discovered that the impactor head was bent and would not work with the universal handles. Also, the coupling interface on the femur extension was noted to be worn and needed to be replaced; this was noted after the procedure was completed. There was a delay of several seconds due to the impactor head malfunction. There was no patient harm and an additional intervention was not required. Associated medwatches: (2 instruments reported separately).